Event description:
Hill-rom received a report from a hill-rom technician stating the patient foot left brake caster is not locking properly (brake is not holding). The bed was located in a hill-rom service center and not in use. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the caster not holding due to no brake pads. Per the hill-rom user manual, warning: patients may use the bed for support while entering and exiting; if the unit moves unexpectedly, patient injury could occur. When the unit is unattended, ensure that both brakes are locked. The brakes for the clinitron bed are located at the right, head end and the left, foot end of the unit. To apply the brakes, step on the lower end of the brake lever to lock the wheels. To release the brakes, apply inward pressure to the upper end of the brake lever. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.